Event description:
It was reported by a customer complaint that the insulin infusion pump with blood glucose monitor is giving intermittent readings that can vary by 200 mg/dl. Additionally, when compared to other meters, it is not accurate.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.